Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump would not charge despite attempting multiple cables and power sources. There was no reported impact to the customer's blood glucose level. Reportedly, customer had an alternate method of insulin therapy.

Event description:
Additionally, it was reported that the battery was observed to be depleting rapidly.